Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis in a patient (born in 1964). On an unreported date, the patient experienced a break in aseptic technique and increased temperature (actual value not reported). On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain which required hospitalization. On the same date, the patient began remedial therapy with gentamycin (20 mg, frequency not reported, ip). On (B)(6) 2012, vancomycin (100 mg, frequency not reported, ip) was added to the remedial therapy regimen. On an unreported date, remedial therapy with orbenin (IV, dose and frequency not reported) was added. At the time of this report, the patient remained hospitalized. It was unknown if the patient had recovered from the peritonitis. It was not reported if the patient was retrained in aseptic technique.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.